Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.invsigation summary: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that bd precisionglide¿ needle leaked. There was no report of exposure, injury, or medical intervention.